Manufacturer narrative:
(B)(6). Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Furthermore, upon receipt it was found that the when tested the pump did not appear to sound an audible alarm. Additional bench testing was performed by intentionally triggering the low and empty reservoir alarms while manually monitoring for an alarm. No audible alarm was heard. Real time x-ray were performed with focus on the spring and resonator. Images were taken but no definitive defect could be seen. After the top cover was removed, the critical alarm was once again triggered while ensuring continuity between the alarm spring and resonator and an alarm was now heard as expected. Visual analysis of the hybrid, alarm pin\ spring, and resonator revealed no definitive anomalies that would explain why as received the alarm would not sound. Alarm waveform testing also confirmed acceptable alarm output. Return information confirming the audible alarm while implanted suggests that something changed between the event and reception of the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding patient in belgium who received morphine 20 mg/ml at a dose of 18.979 mg/day via an implantable pump. The patient¿s medical history was not known and the concomitant medications could not be obtained. It was reported that during normal use, last week, on (B)(6) 2016, the patient called the doctor because she experienced withdrawal symptoms and back pain and had heard the pump ring, a critical alarm. The doctor ¿asks the pump¿ and found nothing abnormal. The patient was given oral morphine and the representative was called to check catheter on (B)(6) 2016. The representative interrogated the pump and the logs indicated a motor stall. The history showed a succession of motor stalls and restarts. The pump logs from (B)(6) 2016 indicated the pump stalled and recovered seven times between (B)(6) 2016 with a stall again on (B)(6) 2016 and no recovery noted. There were no external, environmental, or patient factors that contributed or led to the event. At the time of the report, the issue was not resolved and the patient¿s status was alive ¿no injury. The pump was planned to be explanted on (B)(6) 2016 and was expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.